Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses. Reportedly, the customer was delivering small boluses which contributed to the low. Reportedly the customer was unclear on the insulin on board function of the pump, resulting in over delivery of insulin. Tandem technical support educated the customer on insulin on board amount being reflected on the pump screen. Recommendation was made to consult with healthcare provider regarding diabetes management.